Event description:
Follow-up identified the patient is receiving effective stimulation following surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's system has been 'shutting off' and the patient currently has no stimulation. Diagnostic testing revealed invalid lead impedances. Subsequently, the patient underwent surgical intervention to explant and replace the lead and ipg. There was no evident allegation against the ipg.